Event description:
Drive devilbiss healthcare was notified of a complaint regarding a rollator by an end user who stated she sustained "a broken right wrist, bruised shoulder and possible cracked ribs," for which she received x-rays, but did not describe how the rollator contributed to the injuries. The end user requested a replacement. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.